Event description:
Patient underwent a successful total hip about 30 days ago. She was doing fine but wound began to drain and she has tested positive for infection. I/d washout was done with a new head and insert.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. The following other hip devices were also listed in this report: uni adaptor sleeve v40 ti; cat# 6519-t-100; lot# 44679902, unknown head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.